Event description:
It was reported that during an idiopathic vt procedure, it was noticed that the patient had st segment elevations on the ECG. A cardiology interventionist was called in and performed a cardiac catheterization. It was discovered that the patient had stenosis of the left anterior descending artery (lad). A stent and a balloon pump were inserted to revascularize and stabilize the patient. The patient was transferred to ICU in stable condition.

Manufacturer narrative:
The concomitant products: stockert model # m-5463-01 serial# (B)(4); carto 3 model # m-4800-01 serial# (B)(4); coolflow pump model # m-5491-02 serial# (B)(4); webster bipolar - deflectable model # unknown lot# unknown (the customer disposed the catheter). (B)(4).